Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for a device change due to normal eri. Patient was asymptomatic. Increased pacing lead impedance and increased capture threshold were observed. Lead was successfully capped and replaced on (B)(6) 2016. Patient was in good condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.